Manufacturer narrative:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the procedure was going well; however, the patient had a lot of adhesions and found the uterus was very attached to the intestine so the surgeon made the decision to convert the procedure to open. There was no allegation of a product malfunction. As such, no product is expected to be returned for investigation. This complaint is considered a reportable event due to the following conclusion: the surgeon converted the da vinci-assisted procedure to an open after the start of the procedure.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the procedure was going well; however, the patient had a lot of adhesions and found the uterus was very attached to the intestine so the surgeon made the decision to convert the procedure to open. This was the patient's third surgery. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the system was inspected by the biomedical staff prior to use with no issue identified. The procedure had been in progress about 1 hour when the surgeon noticed the rectum was very attached to the uterus. The procedure converted to open solely due to patient anatomy to avoid risks to the patient. The patient tolerated the converted procedure with no complications. There was no system/device malfunction prior to procedure conversion.